Event description:
A report was received that the patient had developed an infection at the implant site and was experiencing pain at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
No further information can be obtained with regard to the model and serial number of the bsc devices that were implanted with the patient in 2008.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the implant site.

Manufacturer narrative:
Expiration date: ni. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the implant site.